Event description:
A (B)(6) female pt called zoll customer support to report that her response buttons weren't activating her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the metal switches were missing from the front and rear response buttons. The root cause for the damages response buttons could not be positively identified but was likely excessive force. No adverse event resulted from the damaged monitor response buttons. The pt received a replacement monitor.